Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, the patient experienced dyspareunia, difficulty urinating, chronic infections, severe pelvic pain, vaginal erosion, increased incontinence, and inflammation (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.